Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported a pdm (personal diabetes manager) hazard alarm that would not reset. Since his pdm was not working, he could not deliver insulin and went to the hospital. The patient was diagnosed with diabetic ketoacidosis. His doctor said it was due to him not getting enough insulin because his pdm had stopped working after he had tried to bolus a few times to bring his levels down. Treatment included an IV, anti-nausea medication (B)(6), and an insulin drip.

Manufacturer narrative:
The returned device was evaluated. The pdm booted up to an alarm. Resetting the pdm would not clear the alarm. Pdm download was unsuccessful. The exact cause of this error could not be determined. Correction to d(4): lot number changed from unavailable to l60423. Sequence number changed from unavailable to (B)(4).